Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: l4-5 instability due automobile accident procedure: revision lumbar fusion levels implanted: l4-5 it was reported that on an unknown date, post-op, the patient met with an automobile accident. As a result of this, the implanted screws were broken and the patient suffered with back pain. The patient had undergone revision surgery on for removal of broken screws and replacement of these screws with 'ha' screws supplemented with bone cement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.